Event description:
It was reported that a patient underwent a cardiac ablation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and octaray mapping catheter and the patient died. It was reported that following a pulsed field ablation procedure a patient death occurred. Ice (intracardiac echocardiography) was consulted at the start of the procedure and checked again at the end of the case, no changes in the pericardial space were observed at that time. The patient was stable when moved to recovery. Due to the afternoon timing of the procedure, the patient was kept overnight for their recovery period. Early the morning after the procedure, approximately 1am, cardiac tamponade was identified. Drainage was performed and cardiopulmonary resuscitation was required, after which the patient was admitted to the cardiac intensive care until the patient died later that same evening. The official cause of death has not yet been determined.

Manufacturer narrative:
Note: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Biosense webster manufacturer's reference number (B)(4) has 2 reports. 1) manufacturer report number 2029046-2024-02509 for the octaray mapping catheter. 2) manufacturer report number 2029046-2024-02510 for the thermocool smarttouch. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).